Manufacturer narrative:
This device was used for treatment, not diagnosis. No patient information has been provided. (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The review of the device history record of tuttlingen showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records, confirm that the, components and final product met inspection records, certification. All 15 parts of the lot were checked 100% for ctq features and for function at the final inspection on 29-oct-2015. An ncr was started during the production for 12 sub components 208.0447 (main body 2) lot# t112285 due to an oversized cleaning canal. The feature does not have any relevance to the ratcheting feature. All parts were given a uai disposition according to nc procedure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 during a microdisc posterior procedure, the left arm of the ratcheting portion for the retractor frame cranial/caudal did not click and hold position. Also while using the retractor frame cranial/caudal to hold a retractor blade; the device would not hold the blade in position and the inside mechanism of the retractor frame cranial/caudal was stripped. The surgeon continued to use the device to proceed with surgery and the surgery was successfully completed. There was no surgical delay or patient harm reported and the patient status/outcome is stable. Concomitant device(s) reported: retractor blade (part# unknown, lot# unknown, qty 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the following complaint device was received by customer quality (cq): one retractor frame cranial/caudal (part number: 03.615.100, lot number: t110722, mfg. Date: 30oct2015) the part was received with the following complaint description: ¿the left arm of the ratcheting portion of a retractor frame cranial/caudal does not click and hold position. A micro-disc posterior procedure was performed on (B)(6) 2016. While using the retractor frame cranial/caudal to hold a retractor blade, the device would not hold the blade in position. The inside mechanism of the retractor frame cranial/caudal is stripped. Surgeon continued to use the device to proceed with surgery. The surgery was successfully completed. No surgical delay or patient harm reported. Patient status/outcome is stable¿. The instrument was inspected and the complaint condition is confirmed. The retractor sliding half was found to not retain its position on the tooth rack of the instrument. Once a bit of force is applied the sliding half would disengage. Additionally the tooth rack of the instrument is bent which may have contributed to the instrument not functioning as intended. The complaint condition is unconfirmed as the parts were received assembled/attached to each other; however the parts cannot be disassembled from each other and therefore a visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation based on a complaint condition of will not release. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment, where applicable, was found to adequately address the complaint condition. The calculated occurrence rate is acceptable under the system risk assessment. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.